Manufacturer narrative:
Clinical review: a temporal relationship exists between the liberty select cycler/liberty cycler set and the patients peritonitis event (characterized by abdominal pain). However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with the event. The exact cause of the patient¿s peritonitis cannot be determined with the information available. Peritonitis is a well-documented potential complication in patients undergoing pd treatment. The patient had report of a concomitant gastrointestinal issue (unrelated to dialysis) which could have been a contributing factor in the peritonitis infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a patient on peritoneal dialysis (pd) that the patient had peritonitis during a call to customer support for a ¿draining slowly¿ message with the fresenius cycler. During the call, the patient also mentioned using heparin. In additional follow-up, the patient¿s pd nurse reported the patient was diagnosed on (B)(6) 2022 with peritonitis. Per the nurse, the patient was having symptoms of abdominal pain and cloudy effluent with significant observable fibrin. It was reported the patient had a pd culture obtained (on (B)(6) 2022 in the outpatient pd clinic) which grew the bacteria xanthomonas. The patient was initiated on antibiotic therapy with ceftazidime 1 gram intra-peritoneal (ip) daily for 14 days. Additionally, the patient was treated with heparin (per standing orders) for fibrin. The patient was not hospitalized and continued pd treatment with the same cycler without any further reported issues. The nurse stated the patient¿s symptoms have resolved and patient is recovering from the peritonitis event. Moreover, the nurse reported that the drain issues have resolved. The nurse reported the exact cause of the peritonitis was unable to be determined. However, it was confirmed the patient¿s peritonitis is not suspected in any way to be related to fresenius device, or product. Per the nurse, the peritonitis may have been associated with a concomitant gastrointestinal issue that is unrelated to dialysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a patient on peritoneal dialysis (pd) that the patient had peritonitis during a call to customer support for a ¿draining slowly¿ message with the fresenius cycler. During the call, the patient also mentioned using heparin. In additional follow-up, the patient¿s pd nurse reported the patient was diagnosed on (B)(6) 2022 with peritonitis. Per the nurse, the patient was having symptoms of abdominal pain and cloudy effluent with significant observable fibrin. It was reported the patient had a pd culture obtained (on (B)(6) 2022 in the outpatient pd clinic) which grew the bacteria xanthomonas. The patient was initiated on antibiotic therapy with ceftazidime 1 gram intra-peritoneal (ip) daily for 14 days. Additionally, the patient was treated with heparin (per standing orders) for fibrin. The patient was not hospitalized and continued pd treatment with the same cycler without any further reported issues. The nurse stated the patient¿s symptoms have resolved and patient is recovering from the peritonitis event. Moreover, the nurse reported that the drain issues have resolved. The nurse reported the exact cause of the peritonitis was unable to be determined. However, it was confirmed the patient¿s peritonitis is not suspected in any way to be related to fresenius device, or product. Per the nurse, the peritonitis may have been associated with a concomitant gastrointestinal issue that is unrelated to dialysis.